Manufacturer narrative:
Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} updated data: b5. D10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site, and cuspal overlap technique was used during the procedure. The direction of the dislodgement was aortic. It was further reported that the nosecone of the dcs caught the outflow of the valve causing it to dislodge because the guidewire was not advanced back into the left ventricle following deployment. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 4 millimeter's (mm). After valve dislodgement, the valve dislodged to the sinotubular junction (stj).

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed which was standard for the implanting physician. Following the implant of the transcatheter valve in the patient's native annulus and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Upon withdrawing the guidewire back into the nosecone, the nosecone of the dcs remained on the inner curve and the valve dislodged. Subsequently, a new dcs was used to implant a second valve. Per the physician, the dcs nosecone caused the valve to dislodge.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed which was standard for the implanting physician. Following the implant of the transcatheter valve in the patient's native annulus and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Upon withdrawing the guidewire back into the nosecone, the nosecone of the dcs remained on the inner curve and the valve dislodged. Subsequently, a new dcs was used to implant a second valve. Per the physician, the dcs nosecone caused the valve to dislodge. Additional information was received that the right femoral artery was used as the access site, and cuspal overlap technique was used during the procedure. The direction of the dislodgement was aortic. It was further reported that the nosecone of the dcs caught the outflow of the valve causing it to dislodge because the guidewire was not advanced back into the left ventricle following deployment. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 4 millimeters' (mm). After valve dislodgement, the valve dislodged to the sinotubular junction (stj). Additional information was received indicating that the guidewire did not interact with the valve at all during the procedure.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.